Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, as the malfunction code was resettable, and was provided with pump reset information.